Manufacturer narrative:
There is no way to know whether this device was manufactured by a & I industries ltd since there was no model number provided and the device was not returned for eval.

Event description:
Per importer's MDR: potential for injury associated with the wheel bearings on an unk manual wheelchair making a grinding noise. Wheel bearing issues compromise the weight-bearing status of the casters, creating the potential for the wheel to fall off and a falling injury to the user.